Event description:
Tampon stuck in vagina / doctor had to retrieve cotton part of tampon / retained tampon [foreign body in reproductive tract]. Tried to remove tampon, string came off; tampon stuck in vagina [complication of device removal]. Brown discharge - vagina [vaginal discharge]. Itching inside - vagina [vulvovaginal pruritus]. Yeast infections - vagina [vulvovaginal mycotic infection]. Cord released, tampon string came off [device breakage]. Probable manufacturing cause [manufacturing issue] . Consumer contacted via phone and stated that when his/her granddaughter tried to remove the tampon the string came off. No serious injury was reported.

Manufacturer narrative:
26-aug-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon stuck in vagina / doctor had to retrieve cotton part of tampon / retained tampon [foreign body in reproductive tract]. Tried to remove tampon, string came off; tampon stuck in vagina [complication of device removal]. Brown discharge - vagina [vaginal discharge]. Itching inside - vagina [vulvovaginal pruritus]. Yeast infections - vagina [vulvovaginal mycotic infection]. Cord released, tampon string came off [device breakage]. Probable manufacturing cause [manufacturing issue]. Consumer contacted via phone and stated that when his/her granddaughter tried to remove the tampon the string came off. No serious injury was reported.

Manufacturer narrative:
On 24-nov-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
On 14-aug-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon stuck in vagina / doctor had to retrieve cotton part of tampon / retained tampon [foreign body in reproductive tract]. Tried to remove tampon, string came off; tampon stuck in vagina [complication of device removal]. Brown discharge - vagina [vaginal discharge]. Itching inside - vagina [vulvovaginal pruritus]. Yeast infections - vagina [vulvovaginal mycotic infection]. Cord released, tampon string came off [device breakage]. Probable manufacturing cause [manufacturing issue]. Consumer contacted via phone and stated that when his/her granddaughter tried to remove the tampon the string came off. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stuck in vagina / doctor had to retrieve cotton part of tampon / retained tampon [foreign body in reproductive tract]. Tried to remove tampon, string came off; tampon stuck in vagina [complication of device removal]. Brown discharge - vagina [vaginal discharge]. Itching inside - vagina [vulvovaginal pruritus]. Yeast infections - vagina [vulvovaginal mycotic infection]. Cord released, tampon string came off [device breakage]. Consumer contacted via phone and stated that when his/her granddaughter tried to remove the tampon the string came off. No serious injury was reported.